Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms (B)(4). Additional event information b5: received, indicating no patient involvement.

Event description:
Additional information received, at smiths medical 01-aug-2021. No patient involvement with these pumps. No additional information provided.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump failed volume testing. No adverse effects reported.